Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the home patient¿s (hp) transfer set and the patient line of a homechoice cassette. This occurred during use of the transfer set for automated peritoneal dialysis therapy. During trouble shooting it was determined that the disconnection occurred while the hp was lying down. Renal therapy services (rts) informed the hp that they need to restart therapy with new bags and cassette. Rts assisted the hp to end the therapy session and reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention associated with this event. No additional information is available.